Manufacturer narrative:
(B)(4).

Event description:
(Os 17.054). The dentist reported non osseointegration of one dental implant cm drive implant 4.3x13 mm, but did not provide any other info about the case.